Event description:
The device was used to deliver 26 sequential defibrillator discharges to a pt in cardiac arrest. Reportedly when an attempt was made to then administer device pacing therapy to the pt pacing capture could not be achieved.